Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (hemodynamic instability, cardiac massage) likely contributed to the annular hematoma. Patient factors (severe valvular calcification) likely contributed to the annular rupture and subsequent pericardial effusion drainage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), an annular rupture occurred post deployment of a sapien 3 valve. During a transfemoral tavr, prior to the insertion of the tavr devices, hypotension persisted after anesthesia induction. Cardiac arrest then occurred and cardiac massage was performed. The hemodynamics recovered with volume load and vasopressor. Percutaneous cardiopulmonary support (pcps) was prepared. Balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon catheter. Due to the severe calcification, balloon indentation was observed at the non-coronary cusp (ncc) side. Based on the bav, the inflation volume was adjusted. A 23mm sapien 3 valve was then deployed with nominal volume, landing in a final 80:20 aortic/ventricular (a/v) position as intended. After valve deployment, hypotension of 40 mmhg persisted. The blood pressure temporally increased to 300 mmhg with vasopressor. After hemodynamics stabilized, transesophageal echocardiography (tee) showed an increasing pericardial effusion and thickening of the non-coronary cusp (ncc) side vascular wall, indicating a possible hematoma. Following pericardial drainage, protamine was given. After protamine, the bleeding and increase of hematoma stopped. The patient was transferred to ICU incubated and put under observation with blood pressure control. The valve remains implanted in the patient. The native annular diameter measured 20.3mm by tee. The diameter of sinotubular junction (stj) measured 23.7mm. The diameter of the sinus of valsalva (sov) measured 28.5mm. Severe valvular calcification was reported. Per medical opinion, the hematoma was likely caused by the severe valvular calcification. The pericardial effusion was likely related to the cardiac massage and intraoperative hemodynamic instability that occurred prior to the insertion of the tavr devices.